Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a proglide device after an interventional lower limb angioplasty procedure using a 5f and 6f sheath. Reportedly, the proglide device was unable to cross the vessel. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device in the vessel; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.